Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient is atrial dependent and the device was programmed aai. Pacing impedance measurements greater than 2000 ohms were noted on the right ventricular (rv) channel. Additionally, noise was noted on the right ventricular (rv) channel which was oversensed and resulted in pacing inhibition on the atrial channel and six seconds of asystole after the event was declared. Defibrillation therapy was then programmed off. A boston scientific technical services consultant discussed device function when the device is programmed aai. A fracture of the competitive rv lead was suspected; however, it was not confirmed. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.